Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). Autonumber: (B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable. Based on the serial number provided, we were unable to find when the device was sold to the account. The certificate of conformance (c of c) was not available for review because, the reported serial number does not appear to be included in any of the batches received in maquet wayne. The device was returned to the factory for investigation. Signs of clinical use was observed. There were no evidence of blood detected. There were two cracks located on two sides of the connector port. There were no other visual defects detected. The device was evaluated for its ability to produce power. The adaptor was connected to the device, and upon turning the device on, the knob was turned to a power setting of 2.5. The green light which would indicate a power flow was not detected upon turning the knob to 2.5. The connector cable was then connected to a reference hp tissue wielder. The toggle on the reference hp device was manipulated in an attempt to test power flow from the power box, however no power could be produced. Based on the returned condition of the device, and the results of the investigation, the reported and analyzed failures "failure to deliver energy" and "crack" are confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) stopped working. (Failed to deliver energy) a replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) stopped working. (Failed to deliver energy) a replacement device was used to complete the procedure. No patient involvement.